Manufacturer narrative:
Patient information is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital the unit lost the ability to mechanically ventilate during a case. There was no report of patient injury.